Event description:
This unsolicited case from united states was received on 25-jan-2017 from the physician. This case concerns a (B)(6) female patient ((B)(6) heavy set woman) who received treatment with synvisc one injection and after few days the patient experienced flare. No relevant medical history, concomitant medications and past drug were reported. Patient had been receiving synvisc one for about 3 years and had no problems prior to this. On (B)(6) 2017 patient received treatment with synvisc one injection, at the dose of 6 ml, once (route, batch/ lot and expiration date not provided) in unspecified knee. It was reported that the physician evaluated the patients but his assistant injected the knee. On an unknown date in (B)(6) 2017, after latency of few days the patient experienced flare and was hospitalized. The date of the event was originally given as (B)(6) 2017, but then said it was on a friday, so the date would had been (B)(6) 2017. Patient probably would just take a methylprednisolone acetate (depo-medrol) pack and avoid hospitalization. On (B)(6) 2017, the patient returned and the event of flare had resolved. The patient was immediately discharged. Reportedly, the syringe was likely discarded. Corrective treatment: unspecified. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required seriousness criterion: in-patient hospitalization no further information was provided. Additional information was received on 26-jan-2017: global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 25-jan-2017 from the physician. This case concerns a (B)(6) female patient ((B)(6) heavy set woman) who received treatment with synvisc one injection and after few days the patient experienced flare. No relevant medical history, concomitant medications and past drug were reported. Patient had been receiving synvisc one for about 3 years and had no problems prior to this. On (B)(6) 2017 patient received treatment with synvisc one injection, at the dose of 6 ml, once (route, batch/ lot and expiration date not provided) in unspecified knee. It was reported that the physician evaluated the patients but his assistant injected the knee. On an unknown date in (B)(6) 2017, after latency of few days the patient experienced flare and was hospitalized. The date of the event was originally given as (B)(6) 2017, but then said it was on a friday, so the date would had been (B)(6) 2017. Patient probably would just take a methylprednisolone acetate (depo-medrol) pack and avoid hospitalization. On (B)(6) 2017, the patient returned and the event of flare had resolved. The patient was immediately discharged. Reportedly, the syringe was likely discarded. Corrective treatment: unspecified. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: in-patient hospitalization no further information was provided.